Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent, a suprarenal aortic extension, an infrarenal aortic extension and a limb stent graft on (B)(6) 2016. On (B)(6) 2016 the patient presented emergently with back pain. Computed tomography (CT) showed a 1cm proximal stent migration which led to a type 1a endoleak. The physician elected to implant an additional suprarenal aortic extension to seal the endoleak. The patient is in stable condition.

Manufacturer narrative:
At the completion of the investigation, based on the limited patient data available, a clinical assessment was able to confirm the reported type 1a endoleak, rupture and abdominal pain. The reported stent migration could not be confirmed. A manufacturing or design issue has not been identified or suspected based on the evaluation of the reported event. The devices remain implanted in the patient and were not available for further review. The root cause of the reported event is unknown. There is not enough information to determine the root cause of the reported event. There have been no additional adverse events reported for this patient at this time.

Event description:
Patient came in emergently with back pain, abdominal pain, and a ruptured aneurysm.